Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery sys (sds) during removal from the hoop. The dislodged stent was found on the work table, and the prod was not used on the pt. Reportedly, there was no pt involvement. No add'l event or pt info is available.

Manufacturer narrative:
Prod perf engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: qa analysis revealed that the catheter was returned with blood visible on the balloon. There was moisture visible in the balloon and in the inflation lumen. The protective sheath was not returned. The stent was returned dislodged from the balloon. The first row of proximal struts was bent. No other damage to the stent was noted. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 4 cm distal to the strain relief tubing. No other damage to the catheter was noted. A laser micrometer was used to measure the stent outer diameters and these met mfg criteria. Since the protective sheath was not returned, the inner diameters of the protective sheath could not be measured. Prod performance engineering reviewed the incident info and analysis of the returned device. Reportedly, the stent dislodged from the delivery sys during the removal of the device from the hoop. Results from qa analysis of the returned rx vision confirmed the stent dislodgement. A bend in the proximal shaft (hypotube) was observed. Crimp marks were visible on the tightly folded balloon, between the balloon marker bands, which suggests that the stent was originally positioned correctly and securely at the time of manufacture. The dislodged stent was returned and the first row of proximal struts was bent. The stent outer diameters were measured and found to be within the mfg spec. The mechanical damage to the stent likely occurred during removal of the protective sheath. If signification pressure is inadvertently applied during removal of the protective sheath, the stent can sustain mechanical damage and become disrupted on the balloon, which may also facilitate dislodgement. Based on the case details and device analysis, no conclusive root cause can be determined for the stent dislodgement in this case. The damage to the stent may have been caused by inadvertent handling during preparation or during transit back to abbott vascular for analysis. Potential causes of dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info suggests any of these causes is the most likely cause, but from the case info and returned device analysis, this does not appear to be a mfg related issue. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the prod perf group.